Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to hypoattenuated leaflet thickening (halt). Additionally, pannus/thrombus formation on the valve leaflets and regurgitation were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to hypoattenuated leaflet thickening (halt). Additionally, pannus/thrombus formation on the valve leaflets and regurgitation were observed. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was originally implanted in the native annulus. The depth of implant was unknown. The patient was placed on anticoagulation therapy and will be re-evaluated in a few months. Additional information was received to report a peak aortic pressure gradient of 48.29mm hg and a mean pressure gradient of 29.33mm hg with a valve area of 1.1cm2.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to hyperattenuated leaflet thickening (halt). Additionally, pannus/thrombus formation on the valve leaflets and regurgitation were observed. No patient complications were reported as a result of this event. Additional information was received indicating that the valve was originally implanted in the native annulus. The depth of implant was unknown. The patient was placed on anticoagulation therapy and will be re-evaluated in a few months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.